Manufacturer narrative:
Patient weight not available from the site. Unique device identifier (UDI) is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the monitor of the navigation system was replaced to restore functionality. The system then passed the system checkout and was found to be fully functional. The monitor was returned to the manufacturer for evaluation. Testing found that the reported issue could not be replicated. However, the monitor showed intermittent waves of discoloration. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. Device manufacture date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a functional endoscopic sinus surgery (fess), the monitor of the navigation system would intermittently lose display functionality for 2-3 seconds periodically during the procedure. Cable connections on the navigation system were noted to be seated properly. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome. No additional information was provided.